Event description:
Device 2 of 4. Reference MFR report#: 1627487-2014-24290, 24293, and 24285. It was reported the patient is experiencing uncomfortable stimulation as well as auto-reducing. Diagnostic testing revealed high impedances readings on multiple lead contacts. Reprogramming effects only provided uncomfortable and unintended stimulation and effective coverage was unable to be obtained. X-rays indicated no anomalies. Surgical intervention was undertaken on (B)(6) 2014 and intra-operative testing indicated high impedance readings on multiple leads contacts and effective coverage was unable to be obtained. Further surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.